Manufacturer narrative:
(B)(6). Kajetanek, c., bouyer, b., ollivier, m., boisrenoult, p., pujol, n., beaufils, p. ¿mid-term survivorship of mini-keel versus standard keel in total knee replacements: differences in the rate of revision for aseptic loosening¿ orthopaedics & traumatology: surgery & research 102 (2016) 611-617. (B)(6). The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported in a journal article that there was radiological signs of aseptic loosening noted for one patient. It also had shown signs of osteolysis and component tilting. Attempts have been made to obtain additional information and further information is not available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.